Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm on the insulin pump. The customer was off the insulin pump for a month because they were in the hospital for a non-diabetic issue. The insulin pump had alarmed after a battery change. The batteries were out of the insulin pump greater than the duration allowed. It was explained that it was normal insulin pump behavior. The customer's blood glucose level was unknown. The device will not be returned for analysis.